Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d1, d4, g3, g6, h1, h2, h3, h4, h6, h11 h6-component code- suggested code: mechanical (g04) - drill visual examination of the returned product/provided pictures identified (visually verified item lot combination and manufacturing date). Exhibits signs of use (scratches, dings) and confirming complaint that it is fractured, all pieces returned. Dimensional analysis and hardness test of the product determined that the product, where measured, was conforming to print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. This complaint can be confirmed based on the returned fractured device. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the bit fractured during the procedure. There was no impact to the patient and the procedure was completed successfully.